Manufacturer narrative:
The lot number and upn is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on september 30, 2009 that a stone cone nitinol urological retrieval coil was used for an unknown procedure in 2004. According to the complainant, part of the retrieval coil was left inside the patient. An additional surgery was performed in 2005 to remove the detached portion of the retrieval coil. The patient is reported to have experienced complications. The complainant stated that no further information will be provided.